Event description:
It was reported that during a laparoscopic prostate procedure, total pneumo was lost from the abdomen. The surgeon could see the valve was wide open. There was a five to ten minute delay. Another trocar was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: were any noises heard such as "whistling" or "hissing"? No. If so, did the "noise" prevent insufflation? Please describe the noise. Na. Was there a drop in pressure? Yes if yes, did this affect the visibility of the surgeon? Completely. What was the gas consumption rate or volume (liter/minute)? 15. Were you able to identify where the leak was coming from? Coming out inside valve. Was a device inserted in the trocar during the leaking? Asku. Was any torque being applied to the trocar or device? No.